Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (unknown value). The customer changed out supplies and noted a kinked infusion set cannula. Reportedly, after inserting new infusion set site, bg levels returned to target range. Multiple attempts were made by tandem¿s technical support (cts) to obtain additional information (bg and infusion set information); however, no additional information regarding this event was provided.